Event description:
A caller reported a malfunction on the pump, specifically noting the occurrence of a malfunction code. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to use multiple daily injections as a backup therapy and received a replacement pump with updated software.